Manufacturer narrative:
One video was returned from the customer containing footage of the leak occurring in the cadd cassette reservoir. No product was returned with inability to perform investigation.

Event description:
Information was received indicating that a smiths medical cadd cassette reservoir was found leaking when bubbles were being removed from the cassette. There were no reported adverse effects or patient use.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Results: the sample unit present leaks in the join with the tube of the bag, therefore it is confirmed the failure mode reported. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.